Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the power enclosure needed to be replaced and a new enclosure was ordered. The defective power enclosure was replaced and the firmware was updated. After this, the motion bar would not finish initializing. The field service engineer (fse) reinstalled the original faulty controller and this returned the motion functions. This event was recorded under a different record. The fse then came back with a second power enclosure, which resulted in the same error occurring again. This event was recorded under a third record. Finally the fse came back with a third replacement which returned the system to functionality after replacing the original power enclosure. The imaging system then passed the system checkout and was found to be fully functional. The power enclosure was returned to the manufacturer for analysis. Analysis found that the enclosure failed bench testing as the q1 transistor had failed. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system had a power conversion failure. When turned off, the image acquisition system (ias) fans turned on. No patient present.